Manufacturer narrative:
The reason for this revision surgery was identified as instability after 9.4 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eighth complaint for this part number: four due to dislocation, one packaging contamination due to flooding, one device loosening, and one revision for leg length. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity. There are no indications of product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability.